Manufacturer narrative:
Additional info received on the 7th november 2017: the revision was completed due to the infection. Only the liner was changed. Unfortunately the pathogen is unknown at this time. Batch review performed on 30 november 2017. Lot 122367: (B)(4) items manufactured and released on 19-dec-2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Following the visual presence of an infection the knee was washed out several time as a precaution. After the final washout the poly liner was swapped out for a new one.